Manufacturer narrative:
The implicated product had a DHR review on (B)(6) 2017 for information regarding leb antigen reactivity, and it was determined that the presence of leb antigen was confirmed in bulk testing.

Event description:
On (B)(6) 2017, an immucor employee visiting a customer site, reported on behalf of the customer an unexpectedly negative antibody screen when tested on a galileo instrument.